Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
The customer reported issues with setting the title volume. The customer confirmed the issue. They state the tidal volumes are incorrect. The user was unable to use the device. The unit was not in use on a patient, and there was no patient or user harm reported.

Manufacturer narrative:
G4:14dec2020 b4:(B)(6)2020 the customer confirmed the issue. They state the tidal volumes are incorrect. The user was unable to use the device. The customer has decided not to repair the unit at this time. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.